Event description:
The customer reported a malfunction on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer technical support assisted the caller with resetting the pump, but the malfunction code recurred, leading to the decision to replace the pump. The customer will use multiple daily injections as a backup therapy and was informed about updated software on the replacement pump. Instructions were provided for putting the pump into storage mode and returning it to tandem. A replacement pump was sent to the customer.